Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic lobectomy that converted to vats. According to the reporter: the staple line on specimen side leaked on three firings. If the anvil was up, it would be the right side of cut line. The other side held fine. This happened while the surgeon was firing on the branches of the pulmonary vein. He experienced bleeding on the specimen side so he switched to (B)(4) and had no bleeding.